Event description:
Affiliate reported that a bright orange/yellow substance exuded from the evd catheter. There is no indication of infection. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.